Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system "gets stuck." There was no patient present when this issue was identified. Medtronic received information that the monitor of the viewing station of the imaging system was "freezing" and unresponsive. The re presentative noted that the gantry had full motion.